Manufacturer narrative:
The biomedical engineer reported that the bedside monitor(s) (bsm) will be monitoring patients normally when out of nowhere the bedside(s) will spontaneously reboot, shows a blue screen, and then goes to the main screen where the regular pop-up shows up asking for clinical settings. The bme states this is happening in various departments with only the bedside monitors. The bme did not report any patient harm when this occurred. Nihon kohden technician attempted to troubleshoot the issue, but the bme was not able to work with nk technician. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the bsm, however the serial numbers are no information (ni) as attempts were made to retrieve the information and no reply was received. Bsm's: model #: mu-631ra. Serial #: ni.

Event description:
The biomedical engineer reported that the bedside monitor(s) (bsm) will be monitoring patients normally when out of nowhere the bedside(s) will spontaneously reboot, shows a blue screen, and then goes to the main screen where the regular pop-up shows up asking for clinical settings. The bme states this is happening in various departments with only the bedside monitors. The bme did not report any patient harm when this occurred. Nihon kohden technician attempted to troubleshoot the issue, but the bme was not able to work with nk technician.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor(s) (bsm) will be monitoring patients normally when out of nowhere the bedside(s) will spontaneously reboot, shows a blue screen, and then goes to the main screen where the regular pop-up shows up asking for clinical settings. The bme states this is happening in various departments with only the bedside monitors. The bme did not report any patient harm when this occurred. Nihon kohden technician attempted to troubleshoot the issue, but the bme was not able to work with nk technician. Investigation summary: the customer failed to respond to multiple attempts to obtain additional information. Root cause cannot be determined. Notes from nk tech support indicate that potential causes of the issue is related to the customer's network environment. The customer reported that the issue was occurring on multiple bedside devices at the facility for a period of a week preceding the date of the reported incident. A complaint history review revealed no related complaint for the customer. It is likely the customer was able to resolve their network issue after receiving the potential causes from nk tech support. As the issue of spontaneous reboot is unlikely to be related to an nk device deficiency therefore a corrective and or preventative action is not warranted. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt # 1: 02/25/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/09/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 03/16/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm, however the serial numbers are no information (ni) as attempts were made to retrieve the information and no reply was received. Bsm's: model #: mu-631ra. Serial #: (B)(6). Additional narrative/data. B4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event, - type of investigation, investigation findings, investigation conclusions. H10: manufacturer narrative.

Event description:
The biomedical engineer reported that the bedside monitor(s) (bsm) will be monitoring patients normally when out of nowhere the bedside(s) will spontaneously reboot, shows a blue screen, and then goes to the main screen where the regular pop-up shows up asking for clinical settings. The bme states this is happening in various departments with only the bedside monitors. The bme did not report any patient harm when this occurred. Nihon kohden technician attempted to troubleshoot the issue, but the bme was not able to work with nk technician.